Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted on (B)(6) 2019 due to unknown malfunction. No further information was provided. There were no patient symptoms reported.

Event description:
New information received noted that the right ventricular lead exhibited noise suggestive of inside-inside ring to coil abrasion. The right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.